Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer had to request a bolus 4 times while attempting to deliver a bolus via the pump. Tandem technical support confirmed the boluses requested in the pump bolus history. Customer's blood glucose was 400 mg/dl. Customer continued to use the pump for insulin therapy.